Manufacturer narrative:
Cine, echo, and CT images were received at edwards for review. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Observations from imaging review: cine severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, severe circumferential mac. Good coaxial alignment of the valve and delivery system. Good image intensifier angle (iia). Valve positioned 66/33 aortic with no movement during deployment. No loss of pacing capture, and was ventilation not held. No post deployment aortogram provided to ascertain pvl. There appears to be extravasation of dye along the greater curvature of the aorta, however, this may be related to the aortotomy site. Tee- no images of valve CT- performed (B)(6): ascending aorta measured approx 4 cm in diameter. Mid descending thoracic aorta measured approx 3cm. Stj 32.4cm , sov 42.4cm. Impressions: risk factors for aortic dissection include obliterated sinuses of valsalva, (sov) severely calcified aortic root and valve over-sizing. Obliterated sov and valve oversizing were not present in this case; however, there was severe aortic root calcification. Native aorta was enlarged (asc. Aorta approx 4cm and mid desc. Approx. 3cm) for the patient¿s age and sex. No clear evidence of a type a dissection was evident in the images provided, as no false lumen was detected. An image of dye extravasation may have been related to the surgical aortotomy site. Intra-operative tee was reviewed, and showed no evidence of a type a dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the dissection is unknown. It was indicated that it could have been from the initial transaortic access extending retrograde, could have occurred during valve placement, or during post dilation. There is no indication of severe or bulky calcification, valve over-sizing was not present, and it is unknown if there were obliterated sinuses of valsalva. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), post transaortic valve placement, there was moderate paravalvular leak (pvl). The team decided to post-dilate the valve, adding an additional 2ccs to the delivery system. The pvl dissipated, but they noticed a type a dissection, in the ascending thoracic. The physician decided to intervene, but no open procedures could be performed on the patient, so he decided to place an endograph to pin the intimal flap against the wall. Once this was performed, the patient became unstable and needed CPR. Although CPR was performed, the patient did not recover, and passed away on the table. The cause of the dissection is unknown. It was indicated that it could have been from the initial transaortic access, extending retrograde, or it could have occurred during valve placement or post dilation. Regarding the patient¿s instability, the fcs mentioned it is possible that the flap blocked the flow to the greater vessels when it was pinned, but it remains unknown. The patient¿s native annulus diameter was 20 by tee, sinotubular junction (stj) was 24mm, the sinus of valsalva (sov) is unknown. The fcs believes the patient had moderate native valve/leaflet calcification and moderate aortic root calcification. The pre and post position of the valve was 60:40 aortic. The image intensifier angle and the coaxial alignment was considered good.